Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient started treatment for the peritonitis with injection (inj) reflin (1 gram, per day, route of administration not reported); inj tobramycin (1 gram, once daily, route of administration not reported); inj heparin (dose, frequency and route of administration not reported). On an unreported date, the patient¿s pd effluent was clear, the peritonitis was resolved and the patient was recovered from the event. The action taken with dianeal therapy was not reported. No additional information is available.